Event description:
It was reported that "during a 12 hr. Liver transplant, they encountered severe bleeding. The surgeon attempted to control the bleeding using the abc (argon beam coagulator) system. The dispersive electrodes (ground pads) would not adhere to the pt's oily skin. The bleeding could not be controlled and the pt expired in surgery.